Event description:
On (B)(6) 2012, the pt reported she had ben having elevated blood glucose levels ranging between 400-600 mg/dl since (B)(6) 2012. Her normal blood glucose range is 100-250 mg/dl. She stated that her doctor instructed her to increase the basal rates on her infusion device. The pt wanted to know if it could be the infusion device that was causing the elevated blood glucose levels. The pt has not received any alert to error messages on the infusion device. She has not had any recent lifestyle changes. The pt continued to receive elevated blood glucose readings with the new basal rates. The pt switched to her back-up infusion device and her blood glucose levels returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.